Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user contacted support for assistance with changing the ilet insulin cartridge, was guided through cartridge replacement, and insulin delivery was resumed; blood glucose was 199 mg/dl at the time of the call and no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education. Investigation included technical support guidance and user-led troubleshooting. Investigation of this case revealed no device malfunction or alarm activity, and the event was characterized as hyperglycemia with an unclear cause following cartridge change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.